Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After the device was released, a pericardial effusion was noted via transesophageal echocardiogram (tee). The patient was observed for 10 minutes and no change to the effusion was noted and patient remained stable. No interventions were performed and the effusion resolved on its own. No further complications were reported. Patient is doing well and has been discharged.